Event description:
It was reported that the right ventricular lead was explanted due to oversensing, which resulted in several inappropriate shocks, and an apparent lead fracture. The lv lead was also explanted and replaced due to dislodgement and positioning difficulties. No further pt complications have been reported as a result of this event. A 3500a was received and reports that "thirtyseven inappropriate automatic implantable cardiovascular defibrillator discharges secondary to ventricular over sensing. Interrogation shows pt probably has lead fracture."

Manufacturer narrative:
The info submitted reflects all relevant data received. If add'l info is received, a supplemental report will be submitted. Evaluation summary; proximal conductor was fractured; distal segment was returned for analysis. Evaluation summary: no anomalies were found; proximal segment was returned for analysis.